Manufacturer narrative:
Evaluation results: it was observed that the shipping tube was returned open without the shrink seal or cap. The catheter did not appear to have been used. Evaluation of the catheter balloon found that it inflated clearly and concentrically and remained inflated for 5 minutes without leakage.

Event description:
During a repair of a femoral aneurysm, it was reported that the balloon burst before placement in the pt's vessel. Reportedly, there was a large amount of blood loss (1200cc) due to the extended time to find a working product and opening delay of tube packaging (shrink wrap). It was further reported that the pt's blood was reprocessed as a result of the blood loss. The pt was reported to be in stable condition.